Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive testing without duplicating the malfunction. However, the reported problem could not be duplicated with the device. The device was recertified and returned to the customer. The associated battery was not returned for evaluation. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an unknown defib fault and charge error messages. Complainant indicated that there was no patient involvement in the reported malfunction.